Event description:
The patient felt no stimulation coverage. There was no trauma or fall associated with the loss of stimulation. Two months later, the patient was seen in clinic. Impedances were greater than 4000 ohms on all of the bipolar electrode pairs except 2-3. The field representative reprogrammed that electrode pair, but the patient did not get the coverage he needed. The hcp planned to revise the leads or implantable neurostimulator. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.